Manufacturer narrative:
The technician found that the caster was out of adjustment. He adjusted the caster and the brakes functioned properly.

Event description:
Information received indicates when the brakes were engaged, the foot end caster did not hold.